Manufacturer narrative:
Patient identifier-race: patient information not available. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Date of event was reported to be the week of (B)(6) 2022. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) bubble trap leaked during use. No patient or staff injury was alleged.